Event description:
Caller reported receiving a malfunction notice labeled malf 16 field correction notice and confirmed that their pump was included in the field correction. There was no adverse impact to the customer's blood glucose level. The caller declined the recommended mitigations and requested a replacement pump, opting to use an insulin pen as a backup.